Event description:
It was reported that an asymptomatic patient presented in the hospital after receiving vibratory alert from the device. Upon review it was noted that the device exhibited premature elective replacement indicator. No intervention was performed. The patient was stable during and post event.

Manufacturer narrative:
Correction; manufacturer report 2938836-2017-25120, 2938836-2017-25120 (follow up 1) & 2938836-2017-25120 (follow up 2) should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
New info- premature bettery depletion device code which was not reported earlier

Event description:
New information received on (B)(6) 2017 states the device was explanted and replaced. The patient was stable throughout the procedure.